Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed trying to trouble shoot low flow and air leak alerts in an arctic sun device. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per additional information received via mail on 21jan2026, technical support able to help them detected a problem, it was a circulation pump, and they already placed an order for it.

Event description:
It was reported that the biomed trying to trouble shoot low flow and air leak alerts in an arctic sun device. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per additional information received via mail on 21jan2026, technical support able to help them detected a problem, it was a circulation pump, and they already placed an order for it.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Transferred to ttm remote support vm and sent call details via teams message for follow up. Sn (B)(6). Per additional information received via mail on 21jan2026, technical support able to help them detected a problem, it was a circulation pump, and they already placed an order for it. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.